Manufacturer narrative:
Patient weight was added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components involved in the event: product family: scs model: 3186, UDI:(B)(4), serial: (B)(4), batch: a000064018.

Event description:
It was reported that the patient had high impedance issues on one of the leads. As a result both the leads were explanted and replaced restoring effective therapy. The investigation did not determine which lead contributed to the impedance issues.